Event description:
Customer reported a malfunction alarm identified as "malf 12," indicating a momentary power loss to the vibrator motor of their insulin pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.